Event description:
It was reported that during a patient transport, the ventilator stopped working while connected to a patient. The ventilator's screen allegedly went black, displayed reset, and then the ventilator shut off. When the ventilator was turned back on, it worked for approximately three minutes and then the screen turned black and displayed reset again. No patient harm reported.